Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the brake assembly was loose causing the motor to bind, which confirmed the original complaint issue.

Event description:
Right motor is binding up and causing the chair to veer to the right suddenly.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right motor is binding up and causing the chair to veer to the right suddenly.